Event description:
It was reported that patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard the device beeping. Health care professional (hcp) noticed that the battery was depleting. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard the device beeping. Health care professional (hcp) noticed that the battery was depleting. This device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported. The device will not be returned.